Event description:
According to the reporter, during an open hepatectomy, on the detachment of the hepatic vein vessel branches, while using the 2 devices, there were issues experienced with the loading or firing, all the clips could be fired normally, but after the firing process, the device got stuck. It was noted the clips were malformed. The product was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device revealed that clips can be seen jammed under the channel cover. It was reported that the clips did not load properly into the jaws as expected. The clips did not close completely and were malformed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The jammed fully formed clip condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. An attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.